Event description:
It was reported that a pump declared a cartridge change error, occurring at least twice a month. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to remove the cartridge from the pump, inspect the o-ring, and clean the pneumatic tap area, which led to successfully loading a new cartridge onto the pump. The customer was able to resume insulin use and requested replacement cartridges. A pump replacement was approved after repeated cartridge change errors with multiple cartridges, and the customer was informed that an order for the replacement pump was submitted, with no further action required.